Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defects were found. A field service engineer after completing the diagnosis, tested the drawer in hardware test application and found no faults. The customer then verified the drawer¿s functionality by performing their own test, and the drawer operated as expected. The system functioned as intended when the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.